Event description:
The customer reported that falsely elevated calcium (ca_2) results were observed on an atellica ci 1900 analyzer for four patient samples during a patient correlation study. The patient samples were initially tested on an atellica ch 930 analyzer and then on an atellica ci 1900 analyzer. The results from atellica ch 930 analyzer recovered lower than the results from atellica ci 1900 analyzer. The results from atellica ch 930 analyzer were considered correct and the results from atellica ci 1900 analyzer were considered erroneous. The erroneous results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca_2 results.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported that the falsely elevated calcium_2 (ca_2) results were obtained on four patient samples on an atellica ci 1900 analyzer during a patient correlation study. Calibration was acceptable, and quality control (qc) was within range on the day of the event. A siemens customer service engineer (cse) visited the customer's site. During the visit, the cse replaced the board, cable, and pressure detect assembly, reassembled the analyzer, primed, and performed alignments. Siemens is evaluating the event.